Manufacturer narrative:
(B)(4). Additional address info: attn receiving the device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp microbore catheter extension set leaked. The leak was further described as from the connection between the one-link and a non-baxter intravenous (IV) catheter. The event occurred during an IV fluid infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.